Event description:
It was reported that following the implantation of a retroarc, the patient experienced wound breakdown of left suprapubic incision, cause by seroma. The patient had debridement, in office on (B)(6) 2015. The wound then healed and no longer required packing. The event was considered resolved as of (B)(6) 2015. If additional information is received, a follow up report will be sent.